Event description:
Philips received a complaint on the heartstream xl defibrillator monitor indicating that the device does not charge or shock. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstream xl defibrillator monitor indicating that the device does not charge or shock. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The philips remote service personnel indicated that the circumstances regarding the reported incident nor the device status cannot be provided however multiple attempts were made to obtain how the issue was resolved; however, no information was provided. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information to obtain the device evaluation, repair, and operational status. Based on the information available and the testing conducted, the cause of the reported problem was not determined. It has been concluded that no further action is required at this time.